Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that in 2006, the pt presented with an acute myocardial infarction. Percutaneous coronary intervention was performed on the lesion located in the proximal left anterior descending artery, which was tortuous and 99% stenosed. The vessel diameter was 3.0mm and the vessel length was 20 mm. A pixel stent was implanted. During a follow-up in 2007, restenosis was observed percutaneous coronary intervention was performed and another company's stent was implanted. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - quality engineering reviewed the incident info. Per the instructions for use (IFU), one of the contraindications is, "pts who have experienced a recent (less than one week) acute myocardial infarction." Restenosis, as listed in the risk assessment and IFU is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. The mfg records were reviewed and there were no non-conforming material reports issued for this part/lot number combination and all testing met mfg criteria. Additionally, there have been no similar incidents reported with this part and lot number combination.